Manufacturer narrative:
(B)(4). Reported due to associated outcome. Product investigation pending.

Event description:
Two instances have been reported in which the AED was deployed and the subject was not resuscitated.